Manufacturer narrative:
At this time, the device in question has been requested to be returned for investigation. If the device is received, an investigation will be performed to confirm the problem and determine root cause, and a follow-up report will be filed detailing the conclusions. Orthalign reached out to the reporter to inquire for more information on the outcome of the procedure, but at this time there is not reason to believe that there was long-term harm to the patient. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Distal femur was calibrated and registered without incident or concern. Distal femoral cut was made and progressed to tibia without incident. It was observed that the extension gap was extremely tight. An addition 4mm was resected off the tibia and an addition 2mm off femur. Guide pins and spacer black were observed to be diverging into each other.

Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The reutrned instruments, rs, and nav unit passes functional testing without issue. The complaint event was found during reivew of the navigational log. The complaint is confirmend. The root cause can not be determined. It is suspected that the microblock was not sufficiently pinned, allowing the microblock to shift after completion of the femoral maneuver, during removal of the rs/nav units. Orthalign risk documentation addresss the risk ofnot securing the microblock to the femur as a potential user error. Due to its remote nature and low risk profile, no futher actions or mitigation is required.